Manufacturer narrative:
(B)(4). The customer advised physio-control that they are declining a device evaluation from physio-control and have decided to not repair the device due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be confirmed.

Event description:
The customer reported that their device had logged a critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.